Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who had an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by caller that they were supposed to get a call from medtronic 24 hours after implant however they never received one. Caller states nothing has changed and patient is still going to the bathroom the same amount of times. Caller states they did not know what to do because they were told to wait until someone called them. They have called the healthcare professional (hcp) but hcp told them to call medtronic. No further complications were reported or anticipated. On 2019-02-19 additional information was received. Manufacturer representative stated that the pocket site incision did not appear to be healing and that the patient was getting symptom relief. There was no mention of any environmental factors that was related to this and as for intervention, the health care professional stated that they will continue to watch over the healing process of the incision site. On (B)(6) 2019 further information was received. It was reported the lead and battery were removed on (B)(6) 2019 due to exposure at pocket site. Patient decided not to replace device at this time. No further complications were noted or anticipated